Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter had no voltage. A review of the shared data log did not find any error related to the customer complaint. The reported event of a pairing failure was not confirmed. A root cause could not be determined. Based on the investigation results this issue has been upgraded from non reportable to reportable.